Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Trend analysis: no trend considering the following event is identified: pain and limited rom. Review of available information: the zimmer biomet product experience report (zper) was received but did not include anything additionally that is not already stated on the front page. The discharge summaries from the implantation and revision surgery were received and are summarized below. Each of the procedures is summarized individually. Discharge summary implantation surgery - performed on (B)(6) 2007. Patient history: patient presented with complaints of pain in both hips r>l since (B)(6) 2005. It is a known case of rheumatoid arthritis and on medical treatment since (B)(6) 2004. Pain in the left side was initially mild but gradually increased. Now pain moderate to severe localized to the groin area and associated with deformity and morning stiffness. On examination - bilateral hip movements area are very painful: abduction / adduction 10°; flexion 0-50° bilateral; jog of rotation bilateral operative procedure: under spinal anesthesia the incision is performed through a posterior approach on the right side. The joint is dislocated and head removed up to 4 mm. The acetabulum is reamed up to 46 mm. A shell of 46 mm, and femoral component of 40 mm fixed with cement are placed. The wound closed and sterile dressing done. Patient position changed to right lateral and after draping and painting through same approach, joint opened and implant of same size as in left size fixed. Wound closed and sterile dressing done. Note from the investigator: due to the wording in the above quoted description it is not clear which hip side was done first. Discharge summary revision surgery - performed on (B)(6) 2018. Diagnosis: neck resorption post surface arthroplasty with the implant in situ patient history: patient is a fuc of bilateral surface replacement surgery 2007. Now she complains of pain in left hip and difficulty in walking and sitting down. Pain is insidious in onset, gradually progressive. No history of trauma, morning stiffness, fever or koch's contact. On examination of the left hip: rom painful and restricted. There was no neurovascular deficit. Operative procedure: under anesthesia in lateral position a posterior approach is performed. Posterior alval lesion is found and sent for biopsy. The head is removed and acetabular cup extracted. Acetabular reaming is performed and the implants are placed: shell 48 mm, stem size 4; head 32 mm (-3.5); liner 32 mm. The hip is reduced and the wound is closed in layers. Histopathology report: the histopathology report was attached to the discharge summary of the revision surgery. The sample was collected during the revision surgery. The cut section of the sample shows grayish. Microscopy section states: section show synovial tissue with areas of calcification & denuded lining. Few crystalline material seen around which foreign body type of giant cells are noted. Focal pigment laded macrophages noted. Vessels are congested & mild lymphocytic infiltrate is seen around it. No dense lymphocytic infiltrate seen. The diagnosis states: non specific inflammation and no malignancy seen. Visual examination: the components were received in a big bio bottle without any protection. The durom acetabular component shows some damage from the revision surgery especially on the titanium vacuum plasma spray coating on the anchoring side. On the latter remains of bone attachments can be seen. Numerous fine scratches and isolated coarse scratches are visible on the articulation side. The bevel and the spherical calotte were inspected with a low power microscope type leica mz16 a (eq-ID wnt-03-rsr-540-151663). The investigation showed arrow-shaped formations below the bevel at the location of the engraved lot number. There also seem to be some short scratches on the bevel next to the engraved article number. The spherical part and the slim stem of the durom femoral component were received disconnected. In the original state the slim stem is pressed into the drill hole for the connection to the spherical part. There are remains of bone cement on the circumference on the inside of the femoral component. The cement seems to be partially broken off along the edge. A fine spongy structure can be seen in some areas of the cement whereas in other areas the cement seems to be polished. In one area of the inside a piece of bone can be observed which covers approximately a quarter of the dome region. The major portion of the bone appears petrified and compressed while some remains of cancellous bone can also be observed. The inside of the bore hole is partially worn and some signs of fretting corrosion are recognizable. On the articulation surface of the durom femoral component numerous fine scratches can be seen. The articulation surface is also covered with short, coarse scratches and indentations. The articulation surface was further inspected under the microscope (nikon epiphot eq-ID wnt-03-rsr-540-151662) at 200 times magnification with differential interference contrast (dic). In the loaded region numerous scratches are visible and the carbides, which in the original surface state protruded slightly, had been leveled out. In the unloaded region the carbides are still visible.. The slim stem shows some slight scratches and slightly polished areas around the circumference along the stem. The connection area is heavily worn and not anymore in its original shapes. In some areas signs of fretting corrosion can be seen in the connection area as well as the circumferential area directly distal to the connection area. Wear measurement the wear measurements of the articulation surfaces of the durom femoral component and the durom acetabular component were carried out on a 3d measuring machine type cmm5, sip geneva. The wear map for the durom femoral component shows a wear zone located on one side of the head between the pole and the equator. This corresponds with the investigation under the microscope of the articulation surface. The total, linear wear value for the femoral component amounts to 8.1 ¿m resulting in an annual wear rate of 0.7 ¿m / year. For the durom acetabular component the cmm measurement detected a wear zone close to the bevel. However, the found wear zone does not match the visual observation with the arrows-shapes formations but the short scratches. Therefore a clear wear zone could not be identified. However, the measured diameter of the component is still within the manufacturing tolerances. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found . Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing. Conclusion: the received components were revised after approximately 11 years in vivo due to painful and restricted range of motion. The durom acetabular component shows on the anchoring side remains of bone attachments. The microscopic investigation of the articulation surface showed arrow-shaped formations and some short scratches close to the bevel. The arrow shaped formation could indicate an increased loading situation. The short scratches matched a possible wear zone found in the wear measurement. The two different observations could suggest a change of the position of the acetabular component and / or the femoral component during time in vivo. The spherical part and the slim stem of the durom femoral component were received disconnected. The connection areas of the slim stem and the spherical part are worn. It could be assumed that the signs of fretting corrosion found on the connection between the spherical part and the slim stem are a concomitant of the loosening of the connection. Polishing can be observed in some areas on the cement on the inside of the femoral component and on the slim stem. This could point to loosening of the component. The articulation surface of the femoral component shows short, coarse scratches and indentations. It remains unknown if these occurred during the revision surgery or during the unprotected transportation after the surgery. Apart from the above described appearance both articulation surfaces are otherwise inconspicuous and do not indicate signs of abnormal wear. The visual investigation could indicate loosening of the femoral component between cement and bone (spherical part) as well as slim stem and bone. Additionally, the connection between the slim stem and the spherical part was loose. Since no x-rays and no description of the intraoperative condition (bone and implant) are available it stays unknown why and at what point in time the parts became loose. The chronological sequence of events cannot be determined. According to the discharge summary of the revision surgery, a neck resorption was diagnosed. Why it came to the neck resorption and if this influenced or triggered the sequence of events leading to the revision surgery remains unknown. It is unclear if there is a connection between the alval lesion found at revision surgery and the above mentioned findings. Based on the retrieval investigation and the information at hand the reason for the loosening of the slim stem from the component and the femoral component itself remains unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-01227.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation and zimmer gmbh considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical product : metasul ldh head 40 code f, taper 18/20 catalog #: 0100181400; lot #: unknown. Therapy date :(B)(6) 2018. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and revised due to pain.